Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e105 error occurred due to power supply unit failure and image disappeared due to scope connector socket failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had an e105 error. The event occurred upon receipt for a diagnostic procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty power unit. Additional findings are as follows: the image disappeared when shaking the connector due to faulty scope connector socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.